Event description:
Procedure: ultra low anterior resection with diverting loop ileostomy, wedge resection of liver. According to the reporter: no other information on pt. Customer reports that the stapler broke in pieces. Some pieces fell on floor, and on pt. X-ray was done while pt was still in the operating room and cleared. No ill-effects. Pt current status reported as recovering.

Manufacturer narrative:
(B)(4).